Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-2352-50 (sn (B)(6). The returned lead was analyzed and visual inspection of the lead with loaded stylet revealed that the lead body was slightly curved close to the proximal end. It appeared that excessive mechanical force was exerted onto the lead body resulting in its deformation. The stylet was bent causing the lead body to retain the bent appearance. Once the bent stylet was removed and replaced with a known good stylet, the lead regained its straightness.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The suspect medical device reported in this MDR form was never explanted and was incorrectly reported. This should not have been reported on a 3500a MDR form.